Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine device changeout for elective replacement indicator (eri), when the device was interrogated there was a message "data is invalid" and it was not possible to view diagnostic data. It was also noted on data review that the device had a power on reset (por) several years ago with full recovery. The device was explanted and replaced for eri. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.